Event description:
Sorin group received a report that early in a procedure, it was noticed that the water in the heater/cooler line was pink. The oxygenator was changed out. It was reported that there was no impact to the pt.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that early in a procedure, it was noticed that the water in the heater/cooler line was pink. The oxygenator was changed out. It was reported that there was no impact to the pt. The investigation is on-going. A follow up report will be sent when the investigation is complete.